Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. A product development investigation was performed for the 4.5mm stainless steel self-tapping cortex screw. The stripped screw was determined to be part number 214.864 based on its length and other relevant features. A review of the device history records was unable to be performed since the lot number is unknown. Tabulated screw drawing 214_814 (for part family 214.814 - 214-945) was reviewed during this evaluation. No product design issues or discrepancies were observed. The complaint condition is confirmed. The root cause per the complaint description is "while putting in four screws through a 4.5mm large fragment locking plate, the screws hit a non-synthes retrograde femoral nail." The returned device was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information and clarification was received on august 24, 2016. It was reported that four screws malfunctioned during an open reduction internal fixation surgery on (B)(6) 2016. The patient was initially implanted with non-synthes devices on unknown date for a femur fracture. Malunion was discovered on an unknown date and the patient was revised with synthes and non-synthes implants on (B)(6) 2016. While putting in four screws through an unknown synthes 4.5mm large fragment locking plate, the screws hit a non-synthes retrograde femoral nail. Two screw shafts stripped and two screws broke. One screw broke into two pieces. The second broken screw generated a fragment which was easily removed without additional medical intervention. All four screws were easily removed and were replaced. The surgery was successfully completed without surgical delay. This report is 3 of 3 for (B)(4).